Event description:
It was reported that during an unknown procedure, balloon difficulty removing/withdrawing from the sheath occurred. The physician advanced the 6.0 x 40, 75cm mustang balloon through an unknown 5fr sheath to an unknown lesion. The physician tried to rewrap the balloon and remove through the 5fr sheath unsuccessfully from the patient. There were no reported patient complications and the patient status is okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).